Event description:
Additional information received reported that the reporter was not able to find a record of a specific malfunction. It was noted that there was pain at the stimulator site. It was noted that the patient as scheduled for repositioning. It was noted that at the pre op the day before surgery they could not get a signal for the stimulator so the battery was replaced on 2013-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the surgeon cut the leads intraop so they were replaced.

Event description:
It was reported that there was a malfunctioning gastric stimulator and abdominal discomfort. It was noted that the patient underwent surgery to remove and replace her gastric stimulator battery and repositioned the device. It was noted that the device was removed from the abdomen. It was noted that while dissecting the leads, the surgeon nicked the insulation of the leads. It was noted that therefore the surgeon replaced the leads as well. It was noted that new leads were placed. It was noted that a sub-pectoral pocket was created and the leads were tunneled to the pocket. It was noted that the leads were attached to the stimulator and a good reading was received. It was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)